Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. This is the final report.

Event description:
The recipient reportedly experienced electrode migration. A CT scan confirmed electrode migration. On (B)(6) 2021 the recipient underwent electrode repositioning surgery.